Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed a warning message indicating and battery of 0.5 years remaining. Neither event markers nor electrograms were visible. No indication of the date for this device function was noted. The device was reprogrammed in ddd mode and after reconfiguration, the display signals revealed the markers and electrograms. Longevity remaining exceeded five years. In spite of the warning message and in the mode; this device performed daily measurements on both the atrial and ventricular channels. Further review noted that the daily ventricular detection were impossible to detect (nr) for the past two weeks. An internal technical service was contacted for a possible explanation. Reportedly, the patient with this device had a surgical procedure approximately two years earlier. Engineering reviewed the data and determined that the device had memory corruption in the download code area of memory and this caused the device to change to reset-vvi mode. It is unknown what caused the memory corruption. During the reset, critical therapy remained available. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.